Manufacturer narrative:
Service was not dispatched. While troubleshooting with beckman coulter technical support, customer found the cause of the leak and the erroneous result was due to loose tube fitting on the reagent probe. Customer tighten the tube fitting and that resolved the issue with the erroneous results and the leak. Instrument software version is 5.4.08. (B)(4).

Event description:
Customer reported to beckman coulter customer technical support obtaining erroneous patients results for various assays generated on their unicel dxc 800 pro synchron system. Customer also reported leaking reagent probe a and instrument errors. The results were not reported out of the lab and no change to patient treatment was reported. The leak was contained. No reports of injury or exposure. Customer was wearing personal protective equipment.